Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a "large irritation under chest". The patient's nurse reported that the irritation is under both breasts and the patient has necrotic tissue. The area around it is red and turning purple. One irritation is 4.95 cm in size and the other irritation is 2.5x10.5cm in size. The wound is open, seeping, and odorous. There was no alleged device malfunction contributing to the irritation. Per the physician's recommendations, field services remeasured the patient and confirmed that the patient is in the correct size garment. Additionally, the patients nurse confirmed that the patient received wound care from a wound care specialist. Follow up indicated that the skin irritation is improving.